Event description:
Iridex became aware of an adverse event from literature review. A study was conducted to evaluate the safety and effectiveness of the micropulse cyclophotocoagulation on 167 eyes with various types and stages of glaucoma. The article states that the procedure lowered iop in the short term, sixty-three percent of the patients required additional iop lowering intervention. Forty-seven percent of the patients required additional iop lowering intervention. Mydriasis had not resolved in nearly two thirds who developed this complication. This study specifically noted two cases of persistent mydriasis following treatment. Iridex previously became aware of these two instances through direct report from the physician. These adverse events were reported. Engineering failure analysis could not be performed because no devices were returned to iridex. Results of complaint history review indicate that this issue is not occurring with an increased frequency or severity. Literature reference: "micropulse cyclophotocoagulation: a multicenter study of efficacy, safety, and factors associated with increased risk of complications - pubmed." Pubmed, https://pubmed.ncbi.nlm.nih.gov/32852377/.